Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 400mg/dl. The caller was treated with IV fluids and manual injections of insulin. The customer stated that he started throwing up and wife took him to the facility. The customer stated that he ate dinner and went to bed, but he woke up with 340mg/dl every two hours even he continued taking corrections. The customer did not change the infusion set and stayed with the same infusion set. Troubleshooting was performed, and no damage to the drive support noted. The time, date, basal rates, and bolus wizard settings were correct. The customer did not have a tubing clamp available to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.